Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked blood during use. The following information was provided by the initial reporter: the ex-tubing of detached and glued at incorrect position. Therefore blood leaked slightly when punctured. The other day, the same issue occurred on the same lot#.

Event description:
It was reported that bd nexiva¿ closed IV catheter system leaked blood during use. The following information was provided by the initial reporter: the ex-tubing of detached and glued at incorrect position. Therefore blood leaked slightly when punctured. The other day, the same issue occurred on the same lot#.

Manufacturer narrative:
H.6 investigation summary : bd received one used nexiva 22 g unit in an opened package from material number 383512, lot number 9135947. In addition, two photographs were submitted which displayed similarities to that of the returned sample. Through the visual/microscopic evaluation of the returned unit, it revealed the extension tubing was detached from the clear winged adapter port. The extension tubing was adhering to the outside of clear adapter port. A water/air leak test was performed which revealed air bubbles coming from the end of the extension tubing by the clear winged adapter port. Your reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing equipment related issue for the reported defect relating to an adapter misalignment during the inspection process. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.